Manufacturer narrative:
A user facility reported that a vessel loop, "snapped during procedure." Deroyal industries, inc. Requested return of the device but it was not available. Deroyal reviewed the work order for the lot and found no issues. An inventory check was performed on other lots as no inventory of the reported lot was on hand. Two finished good lots of (B)(4) each and one raw material lot of (B)(4) each were inspected and found to be acceptable. A review of the risk analysis and labeling was also conducted and both were found to be acceptable and no updates were needed. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) has been issued to the supplier, degania silicone. Degania silicone reviewed the manufacturing and in-process and final packaging inspection records of the reported lot. This review found that the products were manufactured, inspected, and packaged within conformance with the specifications. All parameters were found to be acceptable including tensile strength. Root cause: because the sample was not available for return and no issues could be identified in investigation, the root cause was unable to be determined. Potential root cause: while it is unable to be confirmed, there is a potential root cause that the vessel loop was damaged during use. Because the complaint description stated that the product was stretched, it is possible that this caused damage that caused the vessel loop to tear during the procedure. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported that a vessel loop, "snapped during procedure."

Manufacturer narrative:
A user facility reported that a vessel loop, "snapped during procedure." Deroyal industries, inc. Requested return of the device but it was not available. A supplier corrective action request (scar) has been issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.